Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-feb-20, additional information was received. It was reported they received a call the day previous the report/day of surgery directly from the hospital ((B)(6) 2020). The patient did not stated when the infection was first started to be experienced. The cause was not known by the rep. The rep stated that to their knowledge, the facility retains all explanted equipment for pathology reasons.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump. It was reported the pump was explanted on the date of this report for an infection and the rep wanted to know guidelines for explant and re-implant. No other details were known at this time and the event date was asked and unknown. No further complications were reported/anticipated or expected.